Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * did the needle fall into the patient? Yes. If yes, ¿ was the needle piece(s) retrieved during the same procedure? Yes. ¿ were x-rays taken to locate the needle piece(s)? No. ¿ what measures were taken to retrieve the broken piece? Unk. However, the 2 parts were quickly retrieved.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During closure, the needle broke in two at the location of the needle holder. The 2 pieces of needle were recovered during the same procedure. There were no adverse consequences for the patient. Additional information was requested.